Manufacturer narrative:
The MFR's service rep performed an on-site investigation and was unable to duplicate the x-ray indicator error message. The isolation transformer strapping was adjusted. The fluoro function board voltage was adjusted. The power motor board fuses were re-seated. The system calibration files were reloaded. The system was tested and is operating as intended. This is a possible accidental radiation occurrence.

Event description:
The customer reported that after the foot pedal was released the 9900 system continued to sound the audible indicator. No pt injury was reported.